Event description:
Taste disturbance reported after first fitting. Initial implant (B)(6) 2011.

Manufacturer narrative:
This is a "catch-up" medical device report as agreed with the food & drug administration at our meeting on (B)(4) 2012. This pt reported some form of taste disturbance that persisted after the first fitting after activation. The information available is limited to a tick box on a report form. No device was returned for analysis. The chorda tympani is usually divided during the implant procedure. The pt is specifically advise of this prior to the procedure. The presence of a taste disturbance is frequent and it typically resolves over time.